Event description:
It was reported that the patient had the pump removed due to a methicillin-resistant staphylococcus aureus (mrsa) infection over the pump. The patient felt the infection started around the (B)(6) 2012 and as a result had acute pain, swelling and redness. The healthcare provider (hcp) attempted giving the patient antibiotics, however the antibiotics were unsuccessful and the pump was removed in (B)(6) 2012. The patient was in the hospital for 1 week and then a nursing home for 2 weeks following hospitalization. The patient noted for the first 7 months following implantation she was pain free for the first time in the last 30 years and was looking forward to having a new pump implanted. The patient noted having lower lumbar pain since pump was explanted for the mrsa. The patient later reported that there were no concerns regarding the device or therapy. The medication being delivered via the pump was dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).